Event description:
It was reported that (1) device was used during a laparoscopy of the ovarian cyst. It was reported by the rep that the dhs 14 was used to drain and incise the cyst. In doing so, the tissue became stuck in the jaws of the device and would not open or release the tissue. The surgeon then created another port and proceeded to cut around the tissue that was stuck, therefore, releasing the stuck tissue and the instrument from the pt. The dhs14 was removed from the pt with the tissue still stuck inside the jaws.